Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot# serial# (B)(4) , implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4) , ubd: 16-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021 , information was received from a healthcare professional (hcp), regarding a patient receiving baclofen (unknown dose and concentration) via an implantable pump for intractable spasticity. It was reported the hcp was doing a dye study on a patient and they went to access the catheter access port (cap) and pulled 1 cc of "thick, yellow fluid", then started getting bubbles in the tubing and not free flowing cerebrospinal fluid (csf). Further actions were reviewed with the hcp. The hcp stated they were using fluoroscopy and were pretty certain they were in the cap, however, the patient had a "lot of swelling" over their pump site and they were wondering if they were just aspirating the fluid from the swelling over the pump. The hcp was asked if it was a seroma/hematoma and the hcp stated it was not. The hcp disconnected the call to consult with another colleague.

Event description:
Additional information was received via a healthcare provider. Regarding the cause of the thick yellow fluid and getting bubbles / not free flowing csf via the cap, it was noted that a culture from the abdominal pocket was positive for corynebacterium striatum. The patient¿s baclofen pump was removed (B)(6) 2021. It was noted that there was still concern for some infection which will require removal of the patient¿s retained intrathecal catheter.

Manufacturer narrative:
H1 update: the type of reportable event was updated from a reportable malfunction to now a reportable serious injury regarding additional information received. H6 update: the method code 4117 pertains to the catheter. The method code 4114 pertains to the pump. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.